Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: three samples were returned showing leakage past the 1st rib. A device history review was done on (B)(4) parts with zero defects found. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. However, based on an evaluation of severity and frequency, CAPA (B)(4) was initiated to determine root cause and implement corrective action. (B)(4).

Event description:
It was reported that as the customer was drawing up fluids in the 60 ml bd¿ syringe with bd luer-lok¿ tip, they identified leaking in the back of the syringe. The fluid is found in between the plunger and in the back of the syringe while drawing propofol for an MRI. There was no report of exposure, medical interventions or serious injury.